Event description:
It was reported by the customer's mother, that the customer was hospitalized last (B)(6) due to diabetic ketoacidosis and high blood glucose levels. It was reported that the customer had dehydration and vomiting. Customer's blood glucose levels at the time of hospitalization 400mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injection and intravenous drip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.